Event description:
Mitral insufficiency with paravalvular leak and hemolysis. At reoperation the valve "did not have any signs of infection" however, there was a paravalvular leak, 6 or 7 mm in diameter, about 1-2 o'clock as the surgeon views the valve. The valve was then explanted.

Manufacturer narrative:
Sterilization verification was completed by the st. Jude medical heart valve div. Microbiology dept. A review of the sterilization parameters and sterilizer validations from the period that encompasses the sterilization date of this valve was completed. This valve was sterilized in accordance with st. Jude medical specifications. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Conclusion: info reviewed from the valve's device history record indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation indicated the mitral insufficiency with paravalvular leak and hemolysis was not due to an intrinsic valve defect. This was supported by the sterilization verification and by dr.'s observation of paravalvular leak at the time of re-operation. Should the explanted valve be returned to st. Jude medical heart valve div. For evaluation, this file shall be re-opened for further investigation.